Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a vena cava filter placement procedure, the two legs of the filter were allegedly hooked together once deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter kit was returned for evaluation. Upon visual evaluation, the filter was received deployed with all limbs present and no crossing of the legs. No functional testing was performed. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure. A definitive root cause for the reported activation failure including expansion failure issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2026), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via the right internal jugular vein, the two legs of the filter were allegedly hooked together once deployed. The procedure was completed by using another device. There was no reported patient injury.